Event description:
It was reported that the event occurred while in the cardiology dept during use. The md placed the intra-aortic balloon (iab) in the pt according to the instructions for use (IFU) and it worked at the beginning of use. However, the iab did not inflate properly during use. As a result, the md removed the iab successfully. A new iab was inserted and the procedure was completed. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is no harmful outcome to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.